Manufacturer narrative:
The patient¿s test strips were returned for investigation, however, the test strip vial had no remaining test strips available for testing. The returned test strip vial contained the previously used test strips. As no product was available for investigation, a specific root cause could not be determined. The patient pricked the same finger for all three results of >8.0 inr. Product labeling states: "if you need to redo a test, use a new lancet, a new test strip, and a different finger.".

Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. On (B)(6) 2023 the patient tested 3 times on the meter using the same finger and got the following results: >8.0 inr at 9:31 a.m. >8.0 inr at 9:50 a.m. >8.0 inr at 9:55 a.m. Later that day, the patient had a laboratory test: 6.0 inr at 12:30 p.m. The patient's warfarin dose was decreased based on the laboratory result. The patient's therapeutic range was 2.0-3.0 inr and the interval of testing is every 2 weeks.

Manufacturer narrative:
Initial reporter: occupation is patient/consumer. The strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.